Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to re-pair the devices and allow the bluetooth pairing to complete before starting the sensor session which was unsuccessful. The dexcom representative then advised patient to remove the sensor and there was no wire. Patient will try to get help with sensor insertion at his doctor's office. No additional patient or event information is available.